Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was in the hospital when they had a cardiac tamponade. It was also stated that the patient had many fibrillation this last two weeks and an internal cardiac defibrillator (ICD) implant was planned but not implanted. It was further stated that the patient died but cause was unknown. It was also stated that the doctors are not sure about circumstances of death and an autopsy is planned. It was stated that the device was planned for explant on (B)(6) 2017 and that it would be returned to manufacturer. No additional information was available.

Manufacturer narrative:
Product event summary:pump # (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed 47 low flow alarms logged since (B)(6) 2017 and a decrease in estimated flow and power consumption starting (B)(6) 2017 to parameters below normal operating range. Failure analysis of the returned pump revealed that the device passed visual examination and dimensional verification. Post-explant functional analysis revealed that the pump (B)(4) failed to meet pre-implant requirements with power average consumption of 2.12 watts vs 2.03 watts. Given that this slight deviation in power was not present prior to release of the device, it was most likely introduced during use. Pathology report revealed no evidence of thrombus within the graft lumen or device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow alarms observed during log file analysis may be attributed to thrombus in the inflow cannula/outflow graft, poor vad filling, kink in outflow graft. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: (B)(4) was returned for evaluation. Review of the log files revealed 47 low flow alarms logged since (B)(6) 2017 and a decrease in estimated flow and power consumption starting (B)(6) 2017 to parameters below normal operating range. Post-explant functional analysis showed that pump (B)(4) did not meet pre-implant requirements with power average consumption of 2.04 watts. Dimensional verification revealed a deviation from the front preload specification. Given that the pump met specifications prior to release, this deviation was likely introduced during the use of the device. Based on this and the lack of impact on the wet test power consumption, this deviation is not expected to impact pump performance. Pathology report revealed no evidence of thrombus within the graft lumen or device. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the investigation conducted, the returned device performed as intended. If information is provided in the future, a supplemental report will be issued.